Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported they had flap complication during lasik surgery; one use plus disp head ref. 19337/90 was saved. Dr. Plans on doing prk in about 30 days. Sending in disposable one use plus head ref. 19337/90 and one use plus motor ref. 19345 for evaluation.